Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that for the past few weeks the patient has been having trouble with their recharger establishing and maintaining a connection. The caller stated that they have already performed some troubleshooting and were able to establish a connection; however, the recharger app shows an excellent connection and then almost immediately returns to search mode. The caller also stated that the patient recently experienced weight loss. They reported that the implant is palpable and appears to be protruding in one area, and they were unsure if a new recharger should be tried. The caller confirmed that the recharger app will display an excellent connection but then begins searching for the device again. The caller stated that they attempted recharging without the belt and tried holding the device with the appropriate pressure, but it still loses connection even without movement. The agent reviewed the recharger guide and raised a repair request. Patient called back on (B)(6) 2026 returning agents call, consulted agent and advised patient agent will call the patient.